Manufacturer narrative:
Concomitant products: dtbb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.